Event description:
Patient has been on infusion device therapy for 6-7 years and took a "pump break" for half of a year. On (B)(6) 2010, patient was in the hospital for infusion device training. Patient used the infusion device on (B)(6) 2010 and blood glucose was "a little bit high but normal." On (B)(6) 2010, patient had an unknown high blood glucose and a diabetes nurse changed infusion set and insulin cartridge but this was not successful in lowering blood glucose. Basal rates were programmed correctly. Highest blood glucose reading was 465 mg/dl. Most recent hba1c was 8%. Patient corrected elevated blood glucose by bolusing through infusion device, but this was not successful. Patient then gave a correction by pen. Patient did not have an infection or lose consciousness. Product was replaced and requested for evaluation. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.